Manufacturer narrative:
Analysis of the stylet accessory (model unknown lot unknown) showed that it was broken and bent. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID (B)(4) serial# (B)(4). Product type external neurostimulator. Product ID neu_stylet_acc. Product type accessory. Product ID neu_stylet_acc. Product type accessory product ID (B)(4). Product type screening device. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Product ID: 305901, lot#: 60060656, implanted: explanted: product type: screening device. Product ID: 305901, lot#: 60066920, implanted: explanted: product type: screening device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the stylet accessory (model unknown lot unknown) showed that the wire was broken and bent. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_stylet_acc, product type: accessory .refer to manufacturer report #3007566237-2017-03766 for details pertaining to the reportable related event; the other lead.

Event description:
Information was received from a manufacturer representative regarding a trial patient who was using an external neurostimulator (ens). It was reported that the healthcare provider had difficulty removing the stylet from two pne leads. It was noted that one stylet was difficult to remove, and the other stretched the lead and the plastic end broke off because it was so difficult to remove. Additional information was received. It was noted that both leads were difficult to deploy, but one was much more so than the other. It was reported that both leads were stretched, one extremely so, but the healthcare provider was able to deploy the leads, and they were used for the trial. It was noted that nothing was done any differently in this case, so it was unknown what caused this to happen. There were no patient complications reported as a result of this event.